Event description:
A customer reported via phone call that they had issues with insulin squirting out of their insulin pump while filling the tubing. The patient's blood glucose level was 7.9 mmol/l at the time of the call. The customer stated that the numbers on the screen of the insulin pump were scrolling. The customer stated that they did not have issues with the buttons on their insulin pump. The customer was assisted with the problem and was able to resolve the problem. The customer was advised to monitor their insulin pump and to call back if they need any further assistance with their insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.